Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 150 mg/dl. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded act, escape, up arrow, and down arrow button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.